Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 345 alarm which was not reproduced during evaluation. A review of the event history log identified the presence of multiple 'system error 345' messages. The cause was determined to be the upstream sensor which was replaced to correct this condition. A review of the service history record found the device has been serviced within the last twelve (12) months for an unrelated issue. However, the upstream sensor was replaced during the prior service. The prior service record indicates that all service actions were completed during that time. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.